Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed lesion in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2.0x12 unspecified balloon dilatation catheter. A 3.0x18 xience xpedition stent was implanted to treat the target lesion; however, an edge dissection was noted. A new xience stent was deployed to treat the dissection successfully. There was no adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.